Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The IFU states: "the two ends of the green guide tube are used to draw the protective sheath through the obturator membranes into position, placing the green mid-point tab loosely under the mid-urethra. In order to remove the sheath, it is first necessary to grasp the two sides of the mid-point tab and peel them away from the center of the sheath as indicated by the arrows. The tab will then slide off of the two proximal ends of the sheath." There was no product problem noted. The event can most likely be contributed to operator-error. The instructions for use instructs the user to remove the green pull tab prior to adjusting the sling. (B)(4).

Event description:
It was reported that when the physician was placing the sling, the green pull tab was pulled through into the patient's retropubic space. When it was noticed that the green pull tab was on the sling, he tried to grasp it but was not able to retrieve it. The procedure was completed without the green tab being located. The physician will continue to monitor the pt.